Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at yaw pulley entrance. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.223 x 0.100. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.228 - 0.087 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.